Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms were pus and redness at the site. It was believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.